Event description:
Avn ablation and gen change yesterday. Intermittent loss of capture and pacing on telemetry started 0518 today. Device check today showed backup vvi pacing and disabled tachy therapy. Device replaced. Pt symptoms: around 5am pt woke up with significant dizziness, telemetry at that time revealed likely loss of capture and pacing. Device function: upon interrogation it was revealed that biv ICD was in a vvi backup with the following programming (do not know exact time back up mode occured): vvi bpm biv pacing 5v@0.6ms v sensitivity 2mv lv-rv pacing 16ms lv pulse configuration: lvtip to rvring configuration, bipolar pace/sense hv therapy was disabled.